Manufacturer narrative:
A ge service rep performed an on site investigation. The cine drive, cine bridge, hard drive, and the software upgrade were installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9800 system collimator was stuck during a case. The procedure was completed without incident. No pt injury was reported.